Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 100 to 200 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required as a result of the meter's readings. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call produced results of 300 mg/dl and 344 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 03/17/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.